Event description:
It was reported that the health care professional (hcp) had called in for assistance with programming this pacemaker device into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed that this is MRI conditional. All lead measurements were within the normal range and device appeared to be functioning as programmed. Upon review, there was crosstalk oversensing noted. The hcp would be calling back after the scan was completed or if any assistance needed. This device remains in service. No adverse patient effects were reported.